Manufacturer narrative:
E1: patient city:(B)(6). Patient country: south africa since no lot number is available, a detailed investigation, tests or reference samples or batch review cannot be concluded. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in south africa patient reported that details missing from the packaging of infusion set and not sealed properl on (B)(6) 2024. No further information available .